Event description:
Information received from the field does not address the patient's clinical status but notes phantom programming. The patient's previous visit showed that the device was in ddi mode. The device was programmed back to ddd mode and the patient was sent home. At the subsequent follow-up, the device interrogated in aai mode. The patient reportedly had no surgeries or shocks, but was scanned with a hand held metal detector at a security check point.